Event description:
It was reported that: incident occured on 03 november 2023. Peel-away sheath broke off in use. There was no consequence for the patient. A second kit was opened.

Manufacturer narrative:
Qn# (B)(4). The report of peel-away tabs breaking off was confirmed through complaint investigation of the customer supplied photo. The customer provided one photo for analysis. The image showed a peel-away sheath in use and one of the sheath tabs has separated from the sheath body. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". A finding in regard to sheath tearing incorrectly for batch 34c22m0135 was identified upon device history record review for which further actions were initiated to address the issue. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occured on 03 november 2023. Peel-away sheath broke off in use. There was no consequence for the patient. A second kit was opened.

Manufacturer narrative:
Qn# (B)(4).